Manufacturer narrative:
(B)(4). Report source, foreign ¿ event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k042037. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that prior to a procedure, the box for an acetabular shell was opened. Inside the box was the incorrect size and brand of product. No patient consequences were reported.

Manufacturer narrative:
(B)(4). A request was made by (B)(4) for (B)(4) to retain the product as the regenerex shell was not manufactured in the (B)(6). The investigation was able to identify the regenerex shell that was found in the exceed abt ringloc-x packaging from the information in the photographs supplied by (B)(4). A search was carried out in sap to identify the movement of each of the products with the results as follows: item (B)(4), lot 440650 regenerex shell, manufactured in (B)(4) - 24 apr 2014. Item (B)(4), lot 3411676 exceed abt ringloc-x shell, manufactured in bridgend - 23 sep 2014. One regenerex shell (pt-1160050, 440650) was shipped to gscc on (B)(6) 2014 and then shipped to (B)(4) on (B)(6) 2014. Six exceed abt ringloc-x shells were shipped to gscc on (B)(6) 2014 and then one was shipped to (B)(4) on (B)(6) 2014. A review of the complaints data base has confirmed that there are no further events reported for the lot numbers recorded in this complaint. The investigation has concluded that the only time these two product were in the same location at the same time is at (B)(4).

Manufacturer narrative:
(UDI) # - (B)(4).